Manufacturer narrative:
Sorin group (B)(4) manufactures the apex oxygenator. The incident occurred at (B)(6). The medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that approximately 10 minutes into bypass, a drop of blood was noted to be leaking from the oxygenator. Twenty minutes into bypass, red foam was seen coming from the slots at the base of the oxygenator. The surgeon elected to continue and the case was completed without further issues. The product has been returned to sorin group (B)(4). The investigation is on-going. A follow-up report will be filed when the investigation is complete. There was no report of patient injury as a result of this issue. The facility reported the incident to the country's competent authority. This medwatch is being filed as a result of this action.

Event description:
Approximately 10 minutes into bypass, a drop of blood was noted to be leaking from the oxygenator. The surgeon was informed and decided to continue the case. Twenty minutes into bypass, red foam was seen coming from the slots at the base of the oxygenator. The surgeon again elected to continue the case. The case was completed without further issues. Total blood loss was approximately 50 ml. There was no report of patient injury.